Event description:
Reporter alleged blood glucose measured 169, 73, and 84 mg/dl when performed within 3 mins of each other. No actions or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.